Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.